Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k041584 and upn (B)(4) is approved for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: th12 compression fracture type of procedure: balloon kyphoplasty levels implanted: th12 it was reported that intra-op, when creating the route on the left side, the bone access needle deviated outwards. After that, the balloon also protruded to the outside of the vertebral body. A very small amount of cement (about 0.5cc) was placed, but the cement deviated to the outside of the vertebral body. The cement became solid upon filling. The doctor judged that there was no problem in particular, so 1cc was filled for the right side and the operation was finished. No patient complications were reported. The event was considered to have occurred due to user error.